Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient stated the device is not working. Patient said they went out of town on the weekend and left the controller plugged into the ac power supply and when they got home, they couldn't get it to work. Patient stated they have always been in group a, but now they are in group c and the controller is in a foreign language. Patient service specialist walked patient through changing the language back to english. Patient was able to successfully change to english and increase stim to a comfortable level. Patient will maintain stimulation level. Redirect to doctor if issue persists. Patient mentioned they met with a manufacturer representative (rep)  in the past who adjusted the settings. During call the patient stated they felt stim in their knee. Agent advised to try the groups and make changes as needed and to contact healthcare provider (hcp) for a programming session if this does not help.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.